Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error e-193, e-290, cracked battery compartment and missing feet. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. The internal/detachable battery, rubber feet and rear enclosure were replaced to address the issues. The inlet air path assembly and removable air path foam were replaced per remediation.   The device pass testing.